Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a sensor glucose discrepancy. The sensor glucose value would be 188 mg/dl but the customer's blood glucose value was actually 415 mg/dl. The customer also reported that they were hospitalized on (B)(6) 2017 due to diabetic ketoacidosis. The customer's blood glucose level at the time of admission was 378 mg/dl. The customer had symptom of throwing up. The customer was treated with insulin and intravenous therapy. Prior to the hospitalization, the customer was off the insulin pump for less than 48 hours. Troubleshooting was performed and insulin was able to exit without incident. The customer was advised to call back to when they receive the tubing clamp to perform the no delivery alarm test. The device will not return for analysis.